Manufacturer narrative:
Cts confirmed the customer had received the replacement bottles.service was not dispatched for this event.a definitive root cause for this event has not been determined to date with the supplied information. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and reported that the instrument liquid waste jar was full and it had spilled over into the waste air filter jar. The issue is associated with the access 2 immunoassay system. Per the cf, bec hotline sent the customer new waste air filter jars due to the parts being older than twelve (12) months and instructed the customer to install a spare bottle while awaiting the replacement. The customer reported that about 50ml of waste had spilled while troubleshooting the event with hotline. No patient results were generated in connection to this event. There was no injury or exposure to the small volume of liquid waste that had leaked from the on board bottle overflow and the customer was able to clean up the leak.